Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. It was determined that a possible cause could be a defective downstream occlusion sensor (dso) due to signs of fluid ingression. The dso sensor was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump fails occlusion at 9.34 psi. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.